Manufacturer narrative:
The device was returned and the evaluation found the b30 scope communication error was able to be duplicated as the scope image had static, and there was white residue attached to the insertion tube underneath the boot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had a b30 scope communication error. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with a similar set of devices and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the forceps channel leaked during user handling, causing water to enter the inside of the device. This caused an abnormality in the electrical components, causing the event. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Additionally, a white foreign object at the insertion site could be confirmed, but the foreign object could not be identified. Due to a leak in the forceps channel, proper reprocessing may not have been possible and the foreign object may not have been removed. If handled according to the instructions for use (IFU) below, the user may be able to detect the event. Inspection of the endoscope. Users may be able to reduce/prevent the occurrence of this event by handling it in accordance with the IFU below. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.